Manufacturer narrative:
(B)(4). Estimated date (reported to have occurred the third week of (B)(6)). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in a calcified common femoral artery was successful with the sutures of two proglide devices, using a preclose technique, with a 6fr sheath via a prior to an endoluminal graft repair for an abdominal aortic aneurysm (aaa). Reportedly, after the aaa procedure was completed, the sutures of the first proglide device set at the 10 o'clock position snapped while advancing the knot. Hemostasis was achieved with the second proglide set at the 2 o'clock position. Overnight, the patient experienced a cold leg. It was perceived that the posterior arterial wall had been captured with the suture and closed off the artery. A cut down was performed the following day to open the occluded artery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device operates differently; however, the patient effect and treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.